Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8262038. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Based on these results, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text: see section h.10.

Event description:
It has been reported that one bd saf-t-intima¿ IV catheter safety system with y adapter has been found experiencing leakage during use. The following has been provided by the initial reporter: on august 14th, the CT room used a 20g straight needle. Just after the puncture was completed, it was found that there was blood leakage at the end of the extension tube and the pink catheter seat.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima¿ IV catheter safety system with y adapter has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) the CT room used a 20g straight needle. Just after the puncture was completed, it was found that there was blood leakage at the end of the extension tube and the pink catheter seat.